Event description:
The customer reports that the device does not charge anymore and the indicator is not displayed.

Manufacturer narrative:
(B)(4): the customer reports that the device does not charge anymore and the indicator is not displayed. This complaint is still being investigation. A f/u report will be submitted upon completion of the investigation.